Manufacturer narrative:
This report is sent to the FDA as part of corrective action to an observation made during fei #(B)(4) and concerns our complaint #(B)(4). Retained samples of the same lot were inspected visually and mechanically. In addition, electrodes were applied on one volunteer for 24 hours. No reaction or deviation could be observed. The retained and the returned samples were within specification. Despite of repeated requests no further information was made available to us. Based on the information provided, no conclusion regarding the cause of the allergic reaction can be drawn. It was assumed that no medical intervention was necessary to prevent a permanent damage to the skin. However, as we hold no evidence for that we are reporting this event.

Event description:
On (B)(6) 2012, we have been informed about an incident with skintact CT-601 ECG electrodes during a telemetry procedure in (B)(6). The complainant reported a "person had a strong allergy on all the chest and belly. Red spots.". No information was provided regarding the patient, his medical history, the skin preparation and the treatment of the allergy.